Event description:
The customer reported obtaining intermittent h&h check failures for patient samples run on the lh750 analytical station post service, hgb and wbc results were also increased. Controls and reproducibility passed before and after the event occurred. Erroneous results were reported on 2 patient samples but data was not provided for review. There was no change to patient treatment.

Manufacturer narrative:
A field service engineer was dispatched. The fse discovered that the wbc diluent dispense pump (pm3) was incorrectly oriented pressing against the front cover panel of the instrument, causing restricted air flow to the wbc diluent dispenser. This resulted in increase hgb and wbc results. The fse corrected the position of the wbc diluent dispense pump resolving the reported issue. Upon recur failure modes related to pm3 could generate erroneous cbc results due to cbc segmentation errors. (B)(4).